Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The t:slim pump user guide cautions that insulin should be at room temperature before filling a cartridge. Device not returned.

Event description:
It was reported that the fill estimate was inaccurate. Reportedly, the customer loaded the pump with cold insulin. In addition, it was reported that the customer received a minimum fill estimate after loading the cartridge with 200 units of insulin. Customer's blood glucose level was 220 mg/dl. Customer added insulin to the cartridge and successfully resumed insulin delivery.